Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl, a high level of ketones, lethargy, and cramps in feet. The cause was unknown. Customer administered a manual injection of insulin to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer reverted to an alternate form of insulin therapy.